Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) stating that they had gotten a complaint from a physician in regards to a low calcium (ca) result. The result was low relative to the result obtained with an alternate non-siemens instrument system. The customer noted that quality control (qc) results for the date the sample was run were within acceptable ranges and no proficiency testing failures have occurred. Siemens is investigating the incident.

Event description:
A discordant falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician who questioned the result. The same sample was repeated on an alternate non-siemens instrument system and a higher result was obtained. No corrected report was issued. There is no known report of patient intervention or adverse health consequences due to the discordant falsely depressed ca result.

Manufacturer narrative:
The original MDR 2517506-2018-00076 was filed 06-feb-2018. Additional information (07-feb-2018): siemens headquarters support center (hsc) has completed the investigation of the incident. Hsc confirmed that the siemens methodology is a different methodology than the methodology used at the alternate facility where higher calcium results were obtained. Due to methodology differences, calcium recovery can vary across different manufacturer's assays and instrumentation. Based on the information provided, there is no evidence of a product nonconformance. The customer stated that there have been no cap proficiency survey failures. The assay is performing as expected and consistent with peer. No further evaluation is required. Updated to reflect the hsc conclusion.